Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that his receiver displayed an hardware error on (B)(6) 2014. Dexcom technical support had the patient perform a paperclip reset. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded error log did not confirm the reported event of a hardware error. The device was determined to be operating within the required specifications without malfunction.